Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the calcified anatomy/other devices and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to remove; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling. B3: date of event is estimated as 01/01/2025. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported in a general comment that the balance middleweight universal ii guide wire was noted to get stuck on a 2.0mm balloon causing the physician to remove the balloon and the wire from the patient and re-wire into the anatomy. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.